Manufacturer narrative:
(B)(4). Concomitant medical products: 00784802201, kinectiv modular neck, 62615601, 00877503202, bioloxâ® delta ceramic femoral head, 2928921, 00875705201, shell with cluster holes porous 52 mm, 63655133, 65771301200, modular femoral stem, 63274596. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01805.

Event description:
It was reported that the patient's left hip was revised due to infection one month post-implantation. Head, neck and liner were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.